Event description:
A customer reported that the pump screen was cracked, unresponsive, and unreadable. There was no information provided regarding the impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.